Event description:
Procedure type: appendectomy. According to the reporter: the instrument jammed on tissue; it could not be opened. The user had to pull on tissue then cut, resulting in tissue loss. The operative time was not extended, nor was there any additional blood loss reported.

Manufacturer narrative:
(B)(4).